Event description:
It was reported that the three months after implant, the patient presented to the hospital with a possible pocket infection. Antibiotic therapy was started and the implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).